Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the left ventricular (lv) lead implant attempt, when dye was injected through the guide catheter to see the patient's anatomy it showed up in the pericardial sac/lining in that area, suggesting the lead had possibly perforated the pericardium. The lv lead was removed and the procedure was stopped. The patient was observed overnight and no further patient complications were noted as a result of this event.